Event description:
It was reported that during an unknown procedure, the device was not retracting and the red part at the top of the device was showing. The surgeon was concerned the device could puncture bowel. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.